Manufacturer narrative:
Zoll has not received the autopulse platform system for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the customer reported that the liquid crystal display (lcd) backlight of the autopulse platform system (sn (B)(4)) was not illuminated when the platform was turned on. No patient involvement.